Manufacturer narrative:
The innercool stx console in complaint will not be returned for investigation. The hospital medical technician resolved the issue at the customer site. The burning smell was found to be due to a burned plug of the system from a faulty power outlet. The innercool stx console is functional and worked as intended.

Manufacturer narrative:
Zoll has not received the innercool stx system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the patient therapy, the customer noted a burning smell in the room and possibly contaminated the console's power plug with the sings of burn on the surface. The customer stopped the use of the console and the therapy was continued by using emcools system. No known impact or consequence to the patient.